Manufacturer narrative:
(B)(4) received. No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post filter deployment, the filter was retrieve successfully. Visual inspection of the filter post retrieval identified five filter arms and five filter legs attached to the filter. Guided fluoroscopy demonstrated two radiopaque wires located near the right ventricle. A snare device was used to successfully capture and retrieve one detached limb; however, the second detached filter limb remains embedded in the anterior wall of the right ventricle. Allegedly, the filter limb was previously located near the tricuspid valve at one time presumably related to newly discovered flail of tricuspid leaflet. No attempt was made to retrieve the detached limb, and plans to monitor conservatively as the patient remains asymptomatic.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the alleged limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.